Manufacturer narrative:
Pain in the pacemaker area. Since the device remains implanted, the programmer files were reviewed. Results: a ventricular lead issue is highly suspected. The origin of this device is unknown but could either be a lead fracture, dislodgement, bad connection, connector failure or a loosened setscrew. Conclusions: the manufacturer recommended that a re-intervention be performed.

Event description:
Interrogation of the pacemaker revealed a high ventricular impedance >3000 ohms. It was reported that a stimulation attempt was inefficient. The device was temporary reprogrammed to 7.5v and it seemed fine. The patient reported that his cell phone made an enormous bip, and he felt a pain in the pacemaker location simultaneously. The device remains implanted.